Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the cgm reading was 5.4 mmol/l, and the blood glucose reading was 2.7 mmol/l. The patient turned off the insulin pump at that moment and sat down to eat lunch. Moments later the patient collapsed and started convulsing. The patient had food in her mouth at that time and 2 family members who are doctors were able to remove the food and provide sugar to the patient. The patient does not remember this part of the event but was told so by the family members. After the event the patient recovered but stated they had dizziness, fatigue, and slowness of thinking for the rest of that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
On 12/24/2023, before lunch, the cgm was showing 5.4 mmol/l and a stable horizontal arrow and a basal dose was reportedly given as usually with 0.6 units from the insulin pump. The patient felt "bad" and checked a bg meter reading snad it was 2.7 mmol/l. The patient turned off the insulin pump at that moment and sat down to eat lunch. Moments later the patient collapsed and started convulsing. The patient had food in her mouth at that time and 2 family members who are doctors were able to remove the food due to choking and provided sugar to the patient. The patient does not remember this part of the event but was told so by the family members. After the event the patient recovered but stated they had dizziness, fatigue, and slowness of thinking for the rest of that day.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up 3 report, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the upper buttocks which is off label usage of the device.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the upper buttocks which is off label usage of the device on (B)(6) 2023."